Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used and two unused samples were provided for evaluation. Upon visual inspection of the returned sample, no defects were observed. In an attempt to replicate the reported defect of the air-in-line alarm on the pump, all samples were attached to the pump and then tested by running therapy while staggering the rate of flow throughout the therapy. No alarms occurred during the testing of the returned samples. In addition, all samples were leak-tested with passing results. A measurement of the outer diameter of the pump segment tubing was taken and found to be within specification. The reported defect was not confirmed. Based on the data from the investigation, the reported defect was unable to be confirmed. Five retains from the reported lot number were tested per specification and passed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted

Event description:
As reported by the user facility: event 1: per call with customer, they primed a nitro in braun pump. The pump alarmed air in line. They reprimed 7 times. They changed out the tubing twice. They then took the third tubing and placed it in a new pump and everything worked. No bubbles were visually observed. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.